Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported patient was experiencing an adverse event of self harm by burning their thigh superficially. The event is reported to be moderate and did not meet any of the serious adverse event criteria. The event is reported to be probably related to stimulation and not related to the implant procedure. The patient's treatment was not changed due to this adverse event. The only action taken was observation. No other relevant information has been received to date.